Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the issue could not be determined based on the information obtained from this complaint and investigation. However, during the seal and cut output, the tissue pad was worn because there was no gripping between the gripper and the probe (including after the tissue had been cut). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the tissue pad on the thunderbeat device was worn out. No patients were involved.